Event description:
Customer reportedly obtained results of 254mg/dl on accu-chek advantage system 1, and 116mg/dl on the accu-chek advantage system 2 within 10 minutes. No action was taken based on the readings. No adverse event occurred. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 1.